Event description:
It was reported by the affiliate that the (1) 512sd was used during a laparoscopic gynecological procedure. It was reported that the safety shield malfunctioned. The case was completed with another device and with no pt consequence.